Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 42 mg/dl. Suspected cause was due to the customer¿s basal rate and correction factor needing adjustments. Customer consumed carbohydrates to address bg. Customer updated the basal rate and correction factor setting to address the event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.